Manufacturer narrative:
A2: patient age at event: patient is older than 18-year-old. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual examination of the polymer extrusion identified it to be accordion damaged at several locations. A visual examination identified that the balloon was not tightly folded which indicates that the device was subjected to positive pressure. A leak test was carried out using de-ionized water when liquid was observed exiting from the tip of the device which is evidence of a breach between the inflation and inner guidewire lumens. A visual examination observed no issues or damage to the tip of the device. The inner lumen was noted to be kinked. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured upon reaching at 6atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured upon reaching at 6atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2: patient age at event: patient is older than 18-year-old. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured upon reaching at 6atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.